Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator had stored episodes of automatic mode switch caused by atrial channel undersensing. The p waves were measured between 0.23 mv and 0.25 mv. Programming changes were recommended and the patient was scheduled for an in clinic follow up. There were no reported adverse consequences to the patient.